Manufacturer narrative:
Wong, a., & mahmalji, w. (2021). The aging male, 23(5), 1620-1626. Https://doi.org/10.1080/13685538.2021.1901273. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported in an article published in the aging male journal that a retrospective study was conducted to evaluate the effectiveness of rezum water vapor thermal therapy in treating patients with acute urinary retention (aur) secondary to benign prostatic hyperplasia (bph). A total of 10 patients, who had previously failed a trial without catheter (twoc), underwent the rezum procedure. Following the procedure, the only complication observed was a blocked catheter, which was managed with a simple bladder washout.